Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep called regarding the patient's charging duration, as the patient called them today to state for the past three months their charge time has increased, taking her over and hour and a half to get to 30% charge. The patient also reported seeing an error code, but couldn't remember what that was. Patient reports their device was working well prior to this. Tss reviewed looking into how the patient charges, making sure they document their error code, if possible, and meeting with the patient to look over recharge diaries. Rep plans to meet with patient in the future.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stated that their controller is not working right. Patient mentioned that they charged their implant for an hour and a half close to two hours and battery level only went up to 40%. Patient stated that when charging the ins they get the message cannot charge controller -called medtronic. Agent walked the patient through recharging and verified that their recharging speed is at level 4. Patient confirmed that they are in excellent connection and no physical damage to the recharger cord. Patient confirmed that when recharging their connection goes back and forth from good to excellent connection. Agent reviewed recharging best practices. Patient stated that they don't have the recharging belt . Agent sent an request to repair for recharging belt. Additional information was received from the representative. It was reported that they have contacted this patient to meet and further troubleshoot this issue. The patient declined wanting to meet and said they will call patient services for troubleshooting.